Event description:
Additional information received on (B)(6) 2023: the device was explanted and replaced on (B)(6) 2023 due to patient dexterity issues. There was no allegation of product malfunction.

Manufacturer narrative:
Correction: b1: adverse event/product problem changed to adverse event only.

Event description:
According to available information, this device requires revision due to an unknown reason. The revision is scheduled for a future date. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.